Event description:
It was reported to ge that the customer was able to archive only 31 of 52 images. Error logs and computer files were downloaded for engineering review. Investigation is ongoing. Initial review has no conclusive evidence of a problem with the system.